Manufacturer narrative:
Additional information was received from the local area sales representative that the patient was seen in clinic. No anomalies were found upon device interrogation. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no additional information is available and records indicate the device remains implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker felt the device was not functioning properly and was not effecting their heart. No adverse patient effects were reported.